Event description:
It was reported that this left ventricular (lv) lead was explanted due to a phrenic nerve stimulation, as it was not possible to program around it. No additional adverse patient effects were reported.